Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection of revealed that the display lens has multiple cracks along the outside corner of the lens.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was cracked along the corners of the lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.